Manufacturer narrative:
The technician replaced the hydraulic valve solenoids for the head up and head hi/low valves to repair the bed.

Event description:
Information received indicates, the bed has no head up function.